Event description:
It was reported that when using the bd pyxis¿ medflex 1000, a drawer did not open to issue the medication (hydroco/apap tab 5-325mg). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist walked the customer through restarting the cabinet using the cubex app, ensuring the process was completed successfully. The system functioned as intended after the technical support specialist troubleshot the device.